Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient experienced a syncopal episode and presented to the ER. Erroneous parameters detected message was observed. Previous programmed device settings will be restored.